Event description:
The customer reported that during use of this hose, it burst at the end near the handpiece. There was no report of injury or surgical delay related to this event. The surgery was completed as intended with another hose.

Manufacturer narrative:
Investigation findings: the hose was received for eval and a visual examination confirmed the reported event. In addition, damage was noted on the hose surface which can occur if air flow in the hose is obstructed. The root cause of this failure was unable to be determined. Conmed linvatec will continue to monitor this product for failures.